Event description:
It was reported that two (2) reliance lite t- handles were unable to be used intra-operatively; they no longer connect to the shavers. The surgery was completed successfully. No adverse consequences, surgical delay or medical intervention were reported. This report captures the first handle.

Manufacturer narrative:
H6 coding has been updated to reflect device evaluation and investigation conclusion.

Event description:
It was reported that two (2) reliance lite t- handles were unable to be used intra-operatively; they no longer connect to the shavers. The surgery was completed successfully. No adverse consequences, surgical delay or medical intervention were reported. This report captures the first handle.